Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose issue. Customer state that his blood glucose would continue to rise due to issue with finding a good infusion set site. No symptoms related to high blood glucose was observed. Customer's blood glucose value was 515 mg/dl at the time of incident and treated with insulin pump. Customer declined to troubleshoot for high readings. Customer stated that he would like to try other infusion set available. Advised customer that an email was sent to diabetes clinical manager infusion set availability. No product is returning.